Event description:
In (B)(6) 2010, I was sent a new order of infusion sets by roche insulin delivery systems. -ac flexlink plus- which was replacing their accu-check ultraflex. Over the past few yrs, I have not had any infusion set problems and my a1c has been at the 7.0 level. When I started with the new infusion sets, I began to have severe problems with my blood sugars levels. I called roche and explained the difficulties. They gave me instructions over the phone, but was not any different from what I had been doing. I continued to have problems, changing the infusion set every 2 instead of 3 days. The tube that entered my skin was bent about 90% of the time and I was becoming very frustrated. I also called my diabetic physician's office to see if they had any suggestions. I started giving myself additional shots manually to bring down my elevated sugars. My sugars went into the 500's, which hadn't happened in yrs. I started the process of getting a new pump thinking that it wasn't working. I ordered another box of infusion sets and they said that they were backordered. I requested the old infusion sets, which they wouldn't send before, but for some reason they had them on hand again. So, since I have been using the new sets, my sugars have returned to my usual readings. I basically had 2 horrific months of high sugars which could have increased my chances of diabetic side affects. My a1c rose to 8.2 which I haven't seen in yrs. I'm very nervous about what this has done to my long term health. I received a notice today that these infusion sets have been recalled-thank you. This problem costs me additional money because I used more infusion sets and many more test strips for the blood glucose meter, trying to get my blood sugars back to normal. Dates of use: (B)(6) 2010 - (B)(6) 2011.